Manufacturer narrative:
Technician found that the head hi-lo was slowly drifting down. Replaced the trend valve to resolve this issue.

Event description:
Complaint alleged that the head hi-lo is slowly drifting down.